Event description:
It was reported that the customer had blood glucose levels of 46mg/dl and 312mg/dl. It was also reported that the customer received a button error alarm, failed battery test as well as a weak battery alarm. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Insulin pump powered up properly after battery installation. Insulin pump was received with operating currents within specifications. No weak battery alarms noted. No frozen display noted. Insulin pump was received with minor scratches on lcd window and cracked reservoir tube lip.